Manufacturer narrative:
No further information was provided. A supplemental report will be submitted one the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a hazard alarm and low flow alarm on (B)(6) 2023. The patient presented to the emergency room (ER) at an outside hospital and there were no significant lab abnormalities. At the time of the alarm, the patient became lightheaded and felt diaphoretic. Multiple pulsatility index (pi) events were noted on interrogation. There was suspicion for short runs of ventricular arrhythmias. Log file review confirmed persistent pi events, which had overwritten events from (B)(6) 2023. It was later reported that the patient called around midnight on (B)(6) 2023 with a driveline fault alarm. On interrogation the alarm was first noted at 11:29 pm. Evaluation in the clinic the following morning revealed that the alarm did not clear with a self-test. It was noted that a new modular cable was placed on (B)(6) 2023. The modular cable was checked in the clinic and the lock was readjusted. No obvious issues were noted. The alarm cleared using the system monitor and did not recur while in the clinic. X-rays were ordered to evaluate the driveline. Log file review confirmed that the driveline power (b) fault was cleared on (B)(6) 2023. Additional information revealed that a driveline fault alarm occurred later in the afternoon. The modular cable was disconnected and reconnected and the alarm cleared. Log file review captured the start of driveline communication faults (a) that cleared with the reconnection of the modular cable.

Event description:
Related manufacturer's reference number for (B)(4) modular cable: 2916596-2023-06026, related manufacturer's reference number for modular cable connection: 2916596-2023-07994.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas (left ventricular assist system), serial number (B)(6), and the reported cardiac arrhythmia cannot be conclusively determined through this evaluation. The reported low flow alarms cannot be confirmed as they were not captured in the submitted log files due to being overwritten by newer data, per design. Finally, review of the submitted log files confirmed driveline power fault and driveline communication fault alarms; however, specific causes for these alarms cannot be conclusively determined through this investigation. The controller event log files contained partially overlapping events on (B)(6) 2023 and from(B)(6) 2023 to (B)(6) 2023. On (B)(6) 2023, a driveline power fault alarm was activated. This alarm was immediately preceded by a power b broken fault. The alarm resolved on its own on (B)(6) 2023. A driveline communication fault alarm was captured later on (B)(6) 2023 and was immediately preceded by a communication a fault. The alarm resolved after the driveline was disconnected and reconnected from the system controller that same day, which is consistent with the reported modular cable disconnection/reconnection. No additional driveline communication fault alarms were observed after troubleshooting. The pump appeared to have been operating as intended at the fixed speed while the driveline was connected to the system controller. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided and no additional follow-up attempts will be performed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, "introduction", outlines potential adverse events, including cardiac arrhythmia, that may be associated with the use of heartmate 3 lvas. Section 4, "system monitor", outlines system monitor operations and alarm messages. This section explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 6, "patient care and management", lists cardiac arrhythmia as a potential late post-implant complication that may be associated with the use of heartmate 3 lvas. Section 7, ¿alarms and troubleshooting¿, provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." Section 7 also outlines system controller alarms, including the driveline power fault, driveline communication fault, and low flow alarm, as well as how to respond to each alarm condition. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, contains a subsection entitled ¿what not to do: driveline and cables¿ which contains information regarding how to care for the driveline. Section 5 also outlines system controller alarms, including the driveline power fault, as well as how to respond to each alarm condition. Section 8 entitled ¿handling emergencies¿ lists examples of emergencies, including driveline power fault, driveline communication fault, and low flow alarm, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.